Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image becomes blurred, indistinct or noisy cause traced to component failure and insertion tube was crystallized cause could not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had image becomes blurred, indistinct or noisy and insertion tube was crystallized. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing date. Updated fields: h2, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.